Event description:
The facility representative contacted baxter (B)(4) technical services to report a colleague infusion pump with a defective screen; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. This involved a colleague p1.5 infusion pump with user interface module master software version 6.13.92. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with defective screen was confirmed during product evaluation. This condition was caused by a faulty main display. The main display was replaced to correct the reported condition. Additional information: baxter will continue to monitor similar reports to determine if further actions are required. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.